Event description:
Reporter alleged discrepant, back to back blood glucose results of 99 mg/dl, 234 mg/dl, and 217 mg/dl when testing was performed within 5 minutes on the compact plus system. No symptoms were reported. Customer took no treatment/action based on results. A request was made for the return of the suspect device and replacement product was sent.